Manufacturer narrative:
(B)(4). Concomitant medical product: item#19.28.07; lot#2587363; metasul hd 28mm l 12/14. Item#0100024548; lot# 2758226; fitmore shl w scr cones 48/gg. Item#0100010407; lot# 2643086; alpha insert me neutral gg/28. Item#4301-07-020; lot# unknown; cancl bone scw ti 6.5mmx2. G2-australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent hip revision surgery due to stem failure. Due diligence is in progress for this event; to date no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The device is used for treatment. Radiographs were provided and reviewed by a radiologist. Single ap film of the right hip demonstrates a right total hip arthroplasty with periprosthetic lucency suggesting loosening. Associated cortical thickening of the lateral cortex of the proximal femoral diaphysis in the region of the tip of the femoral stem. No other anatomic or implant failures that would lead to revision other than the femoral component loosening. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.